Event description:
A pump replacement was performed due to normal battery longevity. When the old pump was interrogated, the total catheter length was one centimeter. The catheter was not aspirated, and the new pump was not filled with drug. The patient was returning to the clinic on the date of the report to have the pump refilled. The representative was wondering what the input into the new pump regarding the total catheter length or total catheter volume would be. The representative later reported that the patient was not affected by the incorrect catheter length because the catheter was not aspirated at the time of the pump replacement. A priming bolus was programmed for the internal pump tubing only. To their knowledge, there was no programming error, and the patient was receiving effective therapy. The pump contained morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j92098972, implanted: (B)(6) 1992, product type: catheter. Product ID: 8840, product type: programmer, physician. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2008, explanted:(B)(6) 2015, product type: pump. (B)(4).